Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, patient experienced with hyperopic shift. Additional information was received and stated, the surgeon decided to implant a non-company add on lens. This was intended to put in the ciliary sulcus for pseudophakic patients. They have a method to calculate which lens to implant based on the postop refraction (sph +0.75 d), the diopter was not known. The manufacturer assisted the surgeon to calculate the case, without the addon lens the patient could see near ucnva 0.4 and distance ucdva 0.9 and was not satisfied. After addon implantation patient has both ucnva and ucdva 1.0 and was satisfied.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The lens has not been received to evaluate as it remained implanted. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the surgeon decided to implant an addon lens manufactured by another intra ocular lens (iol) manufacturer. This is intended to put in the ciliary sulcus for pseudo phakic patients. The manufacturer assisted the surgeon in calculating which lens to implant based on postop refraction. Additional information was provided that without this addon lens the patient could see near ucnva 0.4 and distance ucdva 0.9 and not satisfied, after addon implantation he has both ucnva and ucdva 1.0 and satisfied. No further information has been provided at this time. The manufacturer internal reference number is: (B)(4).